Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Analysis was unable to verify for motor error alarm, off no power alarm, ramp up numbers anomaly, prime anomaly, and missing segments. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a prime/fill anomaly and motor error alarm. The customer's blood glucose was 13.9 mmol/l at the time of incident. The customer stated that the numbers were ramping on their own. The customer stated the scroll bar is moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.